Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The displacement test was unable to be performed due to motor error alarm. The insulin pump had scratches on the display window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 500 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were unable to neither rewind the insulin pump nor verify motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.